Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information: it was reported that the patient is continuing to improve and doing better.

Event description:
It was reported that during a vats left upper lobectomy procedure, the case was completed successfully, but while another quick procedure was being done on the leg the patient had no blood pressure. They immediately opened the chest and it was full of blood- the patient lost about four liters. After finding where the bleeding was coming from, the found it was the first vessel they sealed which was the lingual. It appeared the vessel had completely peeled open. She did use the green ah button to seal the first vessel and when she closed she had good hemostasis and a dry field. They went in and over-sewed the vessels to stop the bleeding.